Event description:
The fill tubing would not detach from the device during fill port removal procedure. The MFR will request the return of the device for evaluation purposes and will continue its investigation of this occurrence.